Manufacturer narrative:
Other # field is populated with the di number. Concomitant medical products: model#: sc-2138-70, serial #: (B)(4), description: scs 70cm iii lead, model#: sc-3138-35, serial #: (B)(4), description: scs phiii ext 35cm. The explanted devices were not returned to bsn.

Event description:
A report was received that the patient was having discomfort due to the ipg. The patient underwent an explant procedure. No device malfunction was suspected.